Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding'), perforation ('perforation') and autoimmune disorder ('autoimmune disease') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnonmal menstruation"), multiple allergies ("allergies") and device dislocation ("migration"). The patient was treated with surgery (underwent an emergency hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, perforation, dysmenorrhoea, menorrhagia, menstrual disorder, multiple allergies and device dislocation outcome was unknown and the autoimmune disorder had not resolved. The reporter considered autoimmune disorder, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, multiple allergies and perforation to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff was admitted to medical center for excessive bleeding. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain including a possible autoimmune disease, for which she is currently undergoing testing. Removal date decripensy noted (B)(6) 2017. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif recived ,reporter , insertion date , event migration , perforation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation") and multiple allergies ("allergies"). The patient was treated with surgery (underwent an emergency hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder and multiple allergies outcome was unknown and the autoimmune disorder had not resolved. The reporter considered autoimmune disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder and multiple allergies to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff was admitted to medical center for excessive bleeding. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain including a possible autoimmune disease, for which she is currently undergoing testing. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.